Event description:
Additional information was received from the patient (pt). It was reported that the old battery depleted no longer worked. The pt said the surgery was for a battery replacement. The pt was not healed yet and were still in a lot of discomfort. The pt's new device is working good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the battery is not charging and it is hurting therm. They have 2 implants (medtronic (mdt) and st jude), but they were feeling a throbbing pain at the mdt implant site. Patient stated that they have been hurting for almost 2 weeks now and the pain was going all the way down to their ankle. Patient was confused at first because they thought st jude device was implanted 2023. Agent reviewed registration and had patient review ID card and patient realized st jude device was put on (B)(6) 2019. Patient also asked how long the mdt device lasts. Agent informed patient that mdt device lasts 9 years and redirected them to their healthcare provider to further address the pain. Patient stated that they can't see their doctor until (B)(6). Patient confirmed they have a new doctor so agent warm transferred patient to prs to update the name of the doctor on her file. On (B)(6) 2025: additional information was received from the patient. The device just stopped working. The patient kept trying to charge it, and it kept saying no device found. They patient was in lots of pain up and down hip, leg buttock where the device is. The patient had throbbing pain for 2 weeks from the top of buttock all the way down to my leg and ankle. Surgery is scheduled for (B)(6) at (B)(6) hospital. The patient had been in pain for three weeks and called several times to see if they can get it done faster than (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the old battery depleted no longer worked. The pt said the surgery was for a battery replacement. The pt was not healed yet and were still in a lot of discomfort. The pt's new device is working good.